Event description:
It was reported that the patient presented with a hole where the pocket was previously close, and the implantable cardiac defibrillator (ICD) and leads were visible. The ICD and leads were explanted. The patient was stable throughout.